Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics handpiece broke off during case after losing a screw. Tka procedure.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. "Reported event: it was reported that the screw fell out of the bottom of the handle. Issue was noticed during bone prep case, therefor there was no case delay and no patient harm. Device history records indicate 25 devices were manufactured under lot k09qaand all were accepted into final stock on (B)(6) 2017. No issues were identified during inspection. A review of complaints related to parts in lot number k09qa, p/n 209063 shows no other complaint related to the failure in this investigation. Material analysis was not completed because functional inspection clearly showed failure. Visual inspection revealed no physical damage of unit. The screw was outside of the unit. Dimensional inspection was not completed visual inspection clearly shows the failure of the device. The handpiece motor and electronics function as intended. Conclusions: the screw holds the handle in place. If the screw backs out then the handle can fall. A review of stryker¿s nc/CAPA database indicated that nc1429704 and (B)(4) are associated with the failure mode reported in this event."

Event description:
Mics handpiece broke off during case after losing a screw. Tka procedure.